Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue if lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 9:46 am when she obtained a blood glucose reading of ¿39 mg/dl¿ with the subject meter. The patient informed the csr that she was not taking any medication to manage her diabetes when the alleged issue occurred. In response to the alleged inaccurate result, the patient claimed she drank orange juice at 9:47 am. The patient reported that at 9:49 am she re-tested her blood glucose with the subject meter and a result of ¿99 mg/dl¿ was obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision; the intervening treatment between the tests would not be expected to considerable change the blood glucose within the time period provided. The patient denied developing any symptoms and there was no report of medical treatment/intervention received as a result of the alleged issue. The patient claimed her blood glucose was measured on another device (verio iq) at 9:49 am and a result of ¿96 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor was there any report of medical intervention received for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.